Manufacturer narrative:
Product ID: 3093-28, lot# v289345, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.(B)(4).

Event description:
It was reported that impedance measurement for the number 1 electrode was reading greater than 4000 ohms (c1, 01, 12, 13), which affected both unipolar and bipolar. There were no falls or trauma reported. The patient was in the physician's office getting the battery checked and mentioned it was working as well as before. It was noted that the patient was not programmed to the number 1 electrode; the patient's current configuration was 02. Additional information was requested and when received, a supplemental report will be submitted.